Event description:
Patient presented to the emergency department after discharge following completion of the implant procedure with a hematoma at the neck incision site. Physician brought the patient into the or, identified the source of the bleeding, ligated the vessel to achieve hemostasis, and closed. Postoperative antibiotics were prescribed.